Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported to have received a no delivery alarm. She declined to provide a lot and ref for the infusion set and reservoir. She said she is on vacation and will just change the set to resolve the issue. The customer said this has happened 6 times already. After troubleshooting for no delivery, the customer said it was resolved by a complete set change. She also reported receiving a compromised forced sensor alarm during priming. During troubleshooting, the customer states that insulin pump was not dropped or bumped. They were advised to remain disconnected from the pump. The customer states drive support cap was sticking out. Customer's blood glucose was 80 mg/dl. Advise the customer to discontinue use of the pump. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.